Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in impedance measurements. Additionally, the ra lead noted loss of capture. As a result, the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.